Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from october 2, 2022, to october 3, 2022. H10: four (4) used samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port bonding area for all four (4) samples. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This issue was identified during set up/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.